Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing date: may 13, 2011. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the material, components and final product met inspection records, certification test values and acceptance criteria. All parts of the lot were checked 100% for features and for function at the final inspection. No non-conformance reports were generated during production. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a vertebral body retainer broke intra-operatively. The issue did not cause a prolongation of surgery time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that one retainer arm is broken at the joint. The broken fragment is not returned for further investigation. Further investigation has shown that the two retainer arms show wear and tear. The review of the manufacturing documents revealed that the present instrument was manufactured in may 2011 according to the specifications. No manufacturing related conditions were found. It is likely the breakage happened during frequent and forcible use of the loan set. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.